Manufacturer narrative:
It is indicated that the device was retained at the facility and has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was hospitalized. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received, stating that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device was hospitalized. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, the patient will be continue to be monitor and the device remains in service. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Correction due to device implant date. It is indicated that the device was retained at the facility and has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was initially hospitalized, but the device was not replaced at that time. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Correction due to device implant date. It is indicated that the device was retained at the facility and has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was initially hospitalized, but the device was not replaced at that time. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned for analysis. No additional adverse patient effects were reported.